Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure there was placement difficulty for the pacing lead. The sheath was too short and the lead could not reach the interval. The lead and sheath were discarded by the customer. No patient complications have been reported as a result of this event.